Manufacturer narrative:
The t:slim x2 with ciq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using admelog insulin. Tandem customer technical support informed customer that admelog is off label per the user guide. Customer changed infusion set to address the occlusion alarms and successfully resumed insulin. Customer's blood glucose was 181 mg/dl.